Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos. What date did the reaction occur post op? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Please describe how was the adhesive applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported in a clinical study that a patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and barbed suture was used. The patient developed an acute inflammatory reaction. The severity intensity is mild. The patient was treated with drugs. The event is possibly related to the device. The patient is recovering. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000175329. Date sent to FDA: 7/23/2018

Manufacturer narrative:
Product complaint # ==> pc-000175329 date sent to FDA: 7/12/2018 additional information was requested and the following was obtained: please indicate what drug treatment was provided? Was the drug treatment provided for the acute inflammatory reaction ? Drug name paracetamol and tramadol hydrochloride tablets individual dose 362.5 dose units mg (milligram) route of administration oral frequency tid (three times daily) reason for drug administered acute inflammatory reaction start date (dd- mmm- yyyy) (B)(6) 2017 end date (dd- mmm- yyyy) (B)(6) 2017 what is the physicians opinion of the contributing factors to the acute inflammatory reaction? No opinion the information provided indicates that there was suture deficiency noted prior to, during or post operatively. Please describe what was the suture deficiency? No suture deficiency. Investigator just thought this event possibly related to suture the information provided indicates that dermabond deficiency was noted prior to, during or post operatively. Please describe what was the dermabond deficiency? No dermabond deficiency was reported form investigator. Please provide lot numbers involved for stratafix and dermabond product : (B)(4) dermabond lot kch427

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: relation to the study procedure - not related. Are any photos available? No.. What date did the reaction occur post op? It happened between the visit 4 and visit 5. The accurate date wasn¿t recorded. What is the physicians opinion of the contributing factors to the reaction? It is needed to be confirmed with the investigator. Was there any suture deficiency noted prior to, during or post operatively? Yes. Was there any dermabond deficiency noted prior to, during or post operatively? Yes. How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify - no. What layer was each suture used? Muscle, fat and skin. Was the site cultured? If so, what bacteria were identified? No. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes. Medical gauze. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. Do you have the product code and lot number involved - yes what is the most current patient status? Recovered. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth; bmi ; gender - (B)(6) bmi:30.9, female. Patient pre-existing medical conditions (ie. Allergies, history of reactions) : osteoarthritis of the left knee degenerative osteoarthrosis of the knee joint. Arthroscopy of the right knee. Hyperlipidemia. Hyperuricemia. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial event information indicates that the patient received drug treatment. Please indicate what treatment was provided for the acute inflammatory reaction ? What is the physicians opinion of the contributing factors to the reaction? The information provided indicates that there was suture deficiency noted prior to, during or post operatively. Please describe what was the suture deficiency? The information provided indicates that dermabond deficiency was noted prior to, during or post operatively. Please describe what was the dermabond deficiency? Please provide lot numbers involved for stratafix and dermabond product.